Event description:
It was reported that during a mis spine procedure, the burr broke off in the attachment. It was also reported that another device was available to complete the procedure. It was further reported that there was a 1 min delay and there was no adverse consequences as a result of this event.

Manufacturer narrative:
The burr and attachment subject to this investigation was returned for eval. It was visually confirmed that the burr was broken along the shank. The returned burr was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.